Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the paxscan cpu, motion control box and the green led cable assay for the viewing station of the imaging system on (B)(6) 2016. The imaging system then passed the system checkout and was found to be fully functional. The green led cable was returned to the manufacturer for analysis on 22 june 2016. Testing found that the led light was not functional. This confirmed an electrical failure due to a malfunctioning led. The motion control box was returned to the manufacturer for analysis. Testing found that when installed into a known operational imaging system, the gantry could not travel along the y axis. This confirmed an electrical failure due to an amp malfunction. The paxscan cpu was returned to the manufacturer for analysis. Testing found that when power was supplied to the cpu, no leds would illuminate and no other visual indicators were present. This confirmed an electrical failure due to no power being supplied to the unit.

Event description:
A medtronic representative reported that the positioner motion controller failed, z movement was not available. Home calibration failed. Also, the green led on the viewing station of the imaging system was not illuminated and 24vac were present. Paxscan cp2 turned off even when acc input was available. Xray was disabled and imaging was not possible. There was no patient present when this issue was identified.